Event description:
The report indicated that during an avnrt (atrioventricular nodal reentrant tachycardia) cardiac ablation with a thermocool® smart touch® sf bi-directional navigation catheter, the patient experienced 2 block atrial beats, a long period of no av (atrioventricular) conduction, recovered after half an hour, and was treated with unknown medication and temporary rv (right ventricular) pacing. During an avnrt case, an av block was noticed. In the middle of doing ablation for a slow pathway modification, the patient had 2 blocked atrial beats, and the rf (radiofrequency) ablation was ceased and discontinued. The patient had a long period of no av conduction. The av conduction recovered after about a half an hour with a prolonged pr interval. The injury was confirmed via EKG (electrocardiogram) signals. The patient was given an unknown medicine and the rv was paced to support rv function. The patient left the lab with a temporary pacemaker installed. A decanav and stsf catheters were inside the body at the time of the event. The patient was conducting 1 to 1 at 700 bpm (beats per minute) with a pr interval of 205, and the patient was stable. The patient left the lab with the temporary pacemaker not needing to be used. The injury appeared to be caused by the av node being ablated. The last ablation delivered was 12.33mm away from the tagged his signals. No errors displayed on the carto 3 system.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 9-jul-2025, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 9-dec-2025, the product investigation was completed as the complaint device was not returned. On 11-dec-2025, it was determined that the previous supplemental report indicating product return was incorrect. The received product was not, in fact, the complaint device associated to this complaint. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31587980l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).